Manufacturer narrative:
(B)(4). The sample was received and initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A pharmacist reported to baxter (B)(4) a 500ml all-in-one empty container w/ connector in which unknown particles were found in the container. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection was performed and particulate matter was observed inside the fluid path of the bag. The reported condition was confirmed. The root cause was not determined. This issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.